Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that the patient did receive one positive curative test result. The patient's test sample barcode # (B)(6) was collected on (B)(6) 2021 edt. The patient's sample resulted in a viral CT value of 37.63 which is in the positive range. No corrections were made to this test report upon release to the patient. Sample barcode # (B)(6) was located on plate-(B)(4) at position e1 and testing started on (B)(6) 2021 at 7:08 pm est and the result for this test was released on (B)(6) 2021 at 1:40 am est as a viral CT of 37.48. The sample was in the repeat range which is anything with a viral CT higher than 36. The sample was to the right of a well that was highly positive well so because of this sample was repeated. Sample (B)(6) then was re-plated on plate-(B)(4) at position g5 and testing started on (B)(6) 2021 at 1:26 am est and the result for this test was released on (B)(6) 2021 at 5:26 am est to the patient as positive with a CT value of 37.63. Samples can only be repeated once so if after the repeat if the CT value is under 40 it is a positive result and if the CT value is above 40 it is a negative result. After further investigation the patient reported that the test was administered as a nasal swab but documented as an oral swab in an email results report. As a result of this on site testing personnel were reminded of proper testing procedures. Per the clinical lab's investigation, results for sample barcode # (B)(6) were reported correctly and any contamination to the patient's sample was ruled out based on evaluation of the controls. There were three positive wells (f4 CT value 35.36, g4 CT value 37.79 and h6 CT value 31.50) near well g5 and plate-(B)(4) had empty wells at a10, a11, a12, b10, b11, b12, c9, c10, c11, c12, d9, d10, d11, d12, e9, e10, e11, e12, f9, f10, f11, f12, g9, g10, g11, g12, h9, h10, h11, h12. Plate-(B)(4) was created with the hamilton method ((B)(4)), extracted using the kingfisher method ((B)(4)) and reagent lot #s: bbd 18739300, lysis 18753300, elution 202809, wash 18724000, 2-propanol shbm6409 and ethanol shbm5942, and then prepared for qpcr using the bravo method and a mastermix from batch 35. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Customer success reached out to the patient and explained how the test works and what the CT values means. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation showed a true positive result. Ncr: corrective action and preventive action taken: onsite training was done at site on 04/13/2021 to remind staff of proper testing procedures. Testing site has closed down as of 05/16/2021.

Event description:
Patient questioning accuracy of result due to documentation error (mix up of oral vs nasal test documentation).